Manufacturer narrative:
The power management board was returned to the failure investigation lab for analysis. The board was tested, and there was no fault found. The reported issue was not replicated.

Manufacturer narrative:
B4:21jul2021. The user interface board was received for failure analysis. The failure investigator was unable to replicate the reported failure. There was no fault found.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported a ventilator experienced a light emitting diode failed alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:12apr2021; b4:10may2021. The device was evaluated by a philips field service engineer (fse). The fse replaced the power management board, user interface, ui to liquid crystal display (lcd) cable, and the ui to power management cable. The device was reported to have been fixed, fully meet specification, and returned to use. No other anomalies were reported.